Event description:
The customer reported experiencing unexplained low blood glucose for one day. The customer stated that the paramedics were called and treated his glucose level of 30 mg/dl at a convenience store. Troubleshooting was performed. Reviewed the programming and everything seems to be fine. The reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to contact his doctor regarding the low glucose and call brack if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.